Manufacturer narrative:
Replacement of the led board panel resolved the customer issue. Service records for this over 2 years old device were reviewed and no records related to this unit and complaints were found. Additional product investigation is not necessary.

Event description:
The customer reported to natus on (B)(6) 2017 that their neoblue 3 (pn # 001103, sn # (B)(4), installed: (B)(6) 2015) had orange leds that were missing on the led panel. Per the customer some of the orange leds couldn't be turned on. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.